Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopy with ligation procedure performed on (B)(6) 2023. During the procedure, the band could not be deployed. The physician immediately removed and a second speedband superview super 7 was used; however, the band still could not be deployed. The endoscope was removed, and the device was adjusted outside the patient. Endoscopic treatment was performed again, three bands were successfully deployed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.